Event description:
Event description guidant received information that this pacemaker, that was implanted yesterday, was detecting noise when using the autocapture feature. The device was not able to distinguish capture and non-capture. When tested manually the thresholds were good.